Event description:
Pt reported symptoms of hypersensitivity at injection sites approx 1 week after treatment. ER physician in another state has prescribed intramuscular kenalog. Reporting physician recommended topical cortisone cream.